Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a basket detachment occurred. The lesion was located in the common bile duct (cbd). The rx lithotripter compatable basket was advanced to the lesion, however, at an unspecified time during the procedure the basket detached at the middle of a wire and left "multiple foreign body" fragments in the cbd. An attempt was made by unspecified means to retrieve the fragments but was unsuccessful. The pt was transferred to the or for unspecified surgical intervention. The pt's status is reported as "fine". It is noted that the device was used beyond the expiration date.

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.